Event description:
It was reported that during an unknown procedure, the loading mechanism for the clips did not work properly. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the instrument was returned nonfunctional. The instrument was cycled and fired the first clip as intended, then a non clearing misfire incident was noted. The instrument was disassembled and the feeder shoe was noted to be bent, therefore preventing the instrument from feeding. A batch record review was performed and no anomalies were found during the manufacturing process.